Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was mixed product. The following information was provided by the initial reporter:   the consumer reported finding mixed product. Date of event : unknown. Samples: yes.